Event description:
While trying to activate a single use hot pack the clinician squeezed the package to break the inner catalyst and the complete hot pack burst spraying the nurse with the contents on the face and arms. The rn immediately rinsed the solution off of her with no harm to her or the patient. Manufacturer response for hot pack, therapy, single use, hotpack (per site reporter). This was also a previously reported medwatch event. This new incident reported for record.